Event description:
Fourteen months after the index procedure this pt underwent a bicycle/treadmill test. The pt tested positive for silent ischemia. A repeat angiography was performed which revealed 90% stenosis in the proximal circumflex leison. The lesion was smooth, concentric, with little or no calcification and free of thrombus. A 2.5 x 18mm cypher stent was deployed to 22 atms with satisfying results to treat the restenosis. Residual stenosis was reported to be 0%. Timi flow pre and post procedure were said to be iii. There was no procedural complications recorded. The pt was discharged three days later on plavix and aspirin.